Event description:
The customer was hospitalized for high bgs. The customer had dehydration and exhaustion. The pump passed all the functional testing and all programming were correct. Two days later a nurse called for assistance getting the main menu. It was indicated that the nurse kept hitting the escape button and not the activate button to get there. Advised the customer to call for further assistance.